Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2018) is considered to be a best estimate. This emdr represents the bard perfix plug (device 2). An additional supplemental emdr was submitted to represent the bard perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2019 - patient was diagnosed with recurrent umbilical and epigastric hernias thereby underwent open repair with implant of perfix plug (device 1 and 2). Per op notes, "incision was made above the umbilicus. The recurrent epigastric hernia had some prolene mesh removed. The hernia sac was dissected and reduced. A large perfix plug (device 1) was placed in the defect and sutured. Incision was made just below the umbilicus. The umbilical hernia was noted and previously repaired prolene mesh was excised. A small perfix plug (device 2) was placed and sutured." (Note: two meshes excised during this procedure was unknown). On (B)(6) 2020 - patient was diagnosed with infected mesh thereby underwent open repair with excision of perfix plug (device 1 and 2). Per op notes, "previous incisions were opened which had a sinus tract was draining. Dissection was carried to the mid fascia where an obvious tract was going from the fascia into the old mesh (device 1 and 2). The area was opened and the mesh was noted. There was significant amount of pus in it was drained. This was already cultured show mrsa. All the mesh was removed from the abdomen. The resultant defect was repaired primarily with sutures."